Manufacturer narrative:
Concomitant medical products: 1845010: indigo otologic straight attachment, serial # (B)(4), lot # 208823441, manufacture date: oct/16/2014, 510(k) #k081475, (B)(4). 1845020: indigo otologic angled attachment, serial # (B)(4), lot # 208792571, manufacture date: oct/6/2014, 510(k) # k081475, (B)(4). The indigo handpiece was returned for analysis. Device evaluation anticipated but not yet begun. The straight and angled attachments were not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that handpiece heats up more than usual during operation. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed for the indigo handpiece (product # 1845000). Analysis could not confirm the reported event of heating up. Pre-repair temperature testing was performed. Pre-repair temperatures after running the device for 1 minute at 60k were the following: front ¿ 78 degrees f and rear ¿ 78 degrees f. The ambient temperature was 76 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. Indigo straight attachment (product # 1845010) and indigo angled attachment (product # 1845020) were returned. However, it was confirmed that there was on alleged complaint against both the attachments. The customer¿s complaint was for only the indigo handpiece. Thus, no analysis was performed on these attachments. The customer requested the devices to be returned un-repaired.

Event description:
Additional information received indicating that the procedure was completed with another handpiece. It was confirmed that there was no patient impact.